Event description:
It was reported that the pump displayed a malfunction alarm, without any notable events occurring beforehand. Customer¿s blood glucose level was 340 mg/dl. Technical support guided customer through the pump reset process, and the malfunction did not recur after reset. The customer successfully resumed insulin therapy.